Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly and performed grip function successfully. Additional observation states that the instrument had a frayed grip cable at the distal idler pulley. Some filaments of the cable were frayed, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration, corrosion, or contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, when the nurse installed the instruments, the surgeon found the maryland bipolar forceps instrument could not follow the surgeon's action. The instrument was replaced with a backup instrument of the same kind, and it worked well. The procedure was completed with no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the event occurred on 13-mar-2024. The device was inspected prior to use and no damage was observed. The surgeon tried to hold the tissue, but the instrument did not move even after multiple attempts. The surgeon has performed over 100 cases and is very expert on the system. The issue did not occur while the surgeon attempted to manipulate the instruments from the surgeon side console (ssc). The failure was unrelated to an inability to move the instrument at all. The movements of the surgeon did not scale appropriately to the instrument. The instrument did not move in the intended direction. The timing of instrument movement was not appropriate. There was no shakiness and/or friction experienced or observed. The issue was not persistent. No instrument-to-instrument or system arm-to-arm interference was observed. No injury to the patient was observed as a result of the event. No photographic images of the device or recording of the procedure are available for isi to review.

Event description:
Refer to h10/h11 for follow-up information.